Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had an out of specification display. It was indicated that the display was broken. It was also indicated that the hanger was cracked and a case screw was contaminated. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) lower screen remained blank when the unit was powered on. The epg was returned for service. There was no patient involvement.